Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred multiple times and the pump stopped all insulin delivery. The customers blood glucose level was (212 mg/dl) it was indicated that the customer would clear the malfunction alarm and continue to use the pump until a replacement arrives and has backup pump available as alternate insulin therapy.